Event description:
It was reported that the asymptomatic patient presented via merlin.net, non-sustained lead noise due to post-paced t-wave oversensing was observed. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.